Manufacturer narrative:
Field svc engineer (fse) was on site on (B)(4) 2008, investigating the event. The fse insp the instrument and found two aspirate probes that were bent and the substrate delivery probe was damaged. The fse also performed a substrate delivery test which demonstrated that substrate was not being dispensed correctly. The fse noted that the substrate backlash was not adequately being drawn back in the substrate pump. The fse replaced the substrate pump. Fse also performed a preventative maintenance on the instrument. The fse verified the repairs per established procedures and the results met published performance specs. Hardware error is the root cause for this event. MDR # 2122870-2008-233 documents the results for pt 1. This is 3 of 3 separate MDR reports related to 3 pt events associated with a single malfunction report. Reference MDR numbers 2122870-2008-233, 2122870-2011-05179, 2122870-2011-05180 for all related events. This reportable event was identified during a retrospective review of complaints conducted between 1/1/2008 through 10/23/2010 for add'l reportable events.

Event description:
The customer contacted beckman coulter, inc (bci) in regards to erroneously elevated accutni (troponin I) results generated on the access 2 immunoassay sys for 3 pts. The pt samples were retested and the results were within the normal reference range. The initial erroneously elevated results were reported outside the lab. It is not known if there was any change to the pt treatment. There is no indication of an adverse event or indication of any medical intervention to prevent serious injury.